Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number vad-4455, and the reported events could not be conclusively established through this evaluation. Vad-4455 was returned assembled with driveline intact (figure 1). All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. The outflow conduit was returned attached to the pump outlet housing. The bend relief collar was not present. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-4455 also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The IFU and patient handbook also contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur depending upon the length of use and patient handling. The relevant sections of the device history records for vad-4455 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2008. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to cerebral bleeding. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. An autopsy was performed. The device was explanted. The device will be returned for evaluation.